Manufacturer narrative:
The device history record could not be conducted because a lot number was not provided. The physical sample has not been received therefore the root cause was not identified. A photograph was provided and demonstrated a broken y-port. After a review of the manufacturing process, an exact root cause could not be determined. The condition could occur if there was an excessive amount of force used when adjusting the y-port causing the damage to the connector. Corrective actions are not deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria. The manufacturing plant will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the nutrition nurse stated that the enfit port on the nasogastric tube had come apart. The port came out exposing an open end. Slight leakage was reported. There was no harm to the patient.